Event description:
It was reported that large volume pump module alarm rang off for a critical device failure/channel disconnection on channel b (smof was running in this line). The pump module was not disconnected. They tried disconnecting and then reconnecting. The pump module was not working so they took the pump module out. When trying to reprogram the smof, they hit restore and the volume left said 2ml roughly. The smof had been running since 1800 so there should have been roughly 60ml left. When looking at the bag it does not appear to have 80ml out (80ml was total 24hr intake). On "all site sources" the pump module always said smof was running at 4ml/hr. A bag of smof was sent to the pharmacy to figure out how much was missing. The smof was paused. There was patient involvement but no harm. Per the biomed investigation: "confirmed f1 blown fuse on lvp." A report was received from health canada's canada vigilance program which states, "alaris pump alarm rang off as critical device failure/channel disconnection for the channel b (smof was running in this line). Channel was not disconnected. Tried disconnecting then reconnecting, channel was not working. Took channel out. When trying to reprogramming the smof, hit restore and the volume left said 2ml roughly. The smof had been running since 1800 so there should have been roughly 60ml left. When looking at the bag it does not appear to have 80mls out (80ml was total 24hr intake). On all site to sources channel always said smof was running at 4ml/hr. Bag of smof was sent to pharmacy to figure out how much was missing. Smof was paused."

Manufacturer narrative:
Correction: describe event or problem. Additional information: manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of a channel disconnect and a blown fuse was confirmed and replicated during the investigation. The suspect pump module fuse on the motor controller board was measured and found to be an open circuit. The fuse f1 was replaced by a known-good part for testing purposes and was attached to a known good dchu lab pcu and successfully powered on without any alarms or error codes, a basic infusion was performed. The infusion was programmed for a duration of 24 hours. The infusion was completed successfully with no error or malfunctions. Showing that the c3 capacitor was working as expected. The event date was reported to have occurred on august 15, 2025, between 20:00 to 23:59. A review of the pump module error log showed no records related to the reported issue of the suspect pump module. The pump module error and event logs were downloaded to ascertain event details associated with the reported complaint. The concomitant pcu or system logs were not returned for this investigation; therefore, a log analysis could not be performed. The pump module event log contains limited information regarding the programming of the device and does not include drug data. The profile in use was not identified as it resided on the pcu. The last infusion recorded on (B)(6) 2025, at 6:10 pm, at a rate of 4ml/h with a volume to be infused (vtbi) of 40ml. The bd alaris¿ user manual v12.1.2 states not to use a device with any damage. Send it to biomedical engineering for repair. This issue was escalated to bd integrated supply chain for further root cause analysis. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the report of a channel disconnect and blown fuse is being attributed to a short in capacitor c3 on the motor controller board, which caused the f1 fuse to open. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of a channel disconnect and a blown fuse was confirmed and replicated during the investigation. The suspect pump module fuse on the motor controller board was measured and found to be an open circuit. The fuse f1 was replaced by a known-good part for testing purposes and was attached to a known good dchu lab pcu and successfully powered on without any alarms or error codes, a basic infusion was performed. The infusion was programmed for a duration of 24 hours. The infusion was completed successfully with no error or malfunctions. Showing that the c3 capacitor was working as expected. The event date was reported to have occurred on (B)(6) 2025, between 20:00 to 23:59. A review of the pump module error log showed no records related to the reported issue of the suspect pump module. The pump module error and event logs were downloaded to ascertain event details associated with the reported complaint. The concomitant pcu or system logs were not returned for this investigation; therefore, a log analysis could not be performed. The pump module event log contains limited information regarding the programming of the device and does not include drug data. The profile in use was not identified as it resided on the pcu. The last infusion recorded on (B)(6) 2025, at 6:10 pm, at a rate of 4ml/h with a volume to be infused (vtbi) of 40ml. The bd alaris¿ user manual v12.1.2 states not to use a device with any damage. Send it to biomedical engineering for repair. This issue was escalated to bd integrated supply chain for further root cause analysis. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the report of a channel disconnect and blown fuse is being attributed to a short in capacitor c3 on the motor controller board, which caused the f1 fuse to open. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that large volume pump module alarm rang off for a critical device failure/channel disconnection on channel b (smof was running in this line). The pump module was not disconnected. They tried disconnecting and then reconnecting. The pump module was not working so they took the pump module out. When trying to reprogram the smof, they hit restore and the volume left said 2ml roughly. The smof had been running since 1800 so there should have been roughly 60ml left. When looking at the bag it does not appear to have 80ml out (80ml was total 24hr intake). On "all site sources" the pump module always said smof was running at 4ml/hr. A bag of smof was sent to the pharmacy to figure out how much was missing. The smof was paused. There was patient involvement but no harm. Per the biomed investigation: "confirmed f1 blown fuse on lvp."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that large volume pump module alarm rang off for a critical device failure/channel disconnection on channel b (smof was running in this line). The pump module was not disconnected. They tried disconnecting and then reconnecting. The pump module was not working so they took the pump module out. When trying to reprogram the smof, they hit restore and the volume left said 2ml roughly. The smof had been running since 1800 so there should have been roughly 60ml left. When looking at the bag it does not appear to have 80ml out (80ml was total 24hr intake). On "all site sources" the pump module always said smof was running at 4ml/hr. A bag of smof was sent to the pharmacy to figure out how much was missing. The smof was paused. There was patient involvement but no harm. Per the biomed investigation: "confirmed f1 blown fuse on lvp."